Event description:
Reporter stated that the surgeon attempted to insert a 3-piece silicone intraocular lens model aq5010v in eye. The cartridge was touching the eye, but the surgeon noticed the lens tearing inside the cartridge. The surgeon decided not to use this lens. No patient injury. Successfully implanted a different lens.